Event description:
(B)(4). After having essure implanted, shortly after I would experience extremely sharp cramps, poking feeling in my tubes when bending over, aching in my ovaries, feeling anemic, nausea, tasting metal in my mouth, low on energy, and just overall bad feeling.